Event description:
A customer contacted beckman coulter, inc. (Bci) concerning "vacuum over limits" errors and a liquid (wash buffer ii) leak from the wash tower of access 2 immunoassay system. There was no report of injury or exposure to hazardous fluids.

Manufacturer narrative:
Bci field service engineer (fse) was onsite on (B)(4) 2011. The fse found no clear root cause for vacuum over limits errors. During a previous visit, a different fse replaced the vacuum valve to try and address vacuum over limits errors. The customer has had no leaks since (B)(6) 2011 the fse proactively changed a loud vacuum pump and verified system performance to published specifications. Although hardware changes were made, a definitive root cause could not be determined.